Event description:
Customer reported that a pt suffered what appeared to be a small chemical abrasion, corneal burn or chemical abrasion, corneal burn or chemical conjunctivitis after a facial skin prep for removal of a lesion from the side of pt's nose.